Manufacturer narrative:
The date of manufacture has been added. Additional information was received that there was no allegation that the monitor dropped or a tip/fall hazard situation was present. This case has been assessed as not reportable.

Manufacturer narrative:
No report of patient involvement. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, monitor was loose on bracket. There was no reported patient involvement.